Manufacturer narrative:
Event of implant breaking is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Health professional reported right side rupture. Device was explanted. Manufacturer of the device is unknown.